Event description:
Consumer left a review on (B)(6) stating they took an inteliswab test before and after a pcr test and inteliswab test was negative. The pcr test was positive. (B)(6) review (B)(6) 2021. Inaccurate test: easy instructions, easy to use. But, took one test before a pcr test and one immediately after pcr test. Both rapid test results were negative. Pcr test came back positive. Useless tests! (B)(6).

Event description:
Consumer left a review on walmart.com stating they took an inteliswab test before and after a pcr test and inteliswab test was negative. The pcr test was positive. Walmart.com review (B)(6) 2021. Inaccurate test: easy instructions, easy to use. But, took one test before a pcr test and one immediately after pcr test. Both rapid test results were negative. Pcr test came back positive. Useless tests! (B)(6).

Manufacturer narrative:
Consumer posted review on walmart.com. No followup is to be expected with the complaint file and the incident will be closed internally.